Event description:
It was reported to bsc/target that during the procedure the guglielmi detachable coil detached prematurely. The device was not completely deployed in the aneurysm and is pending in the carotid artery. There were problems with the retriever catheter; therefore, the physician was unable to retrieve the device. The patient was reported to be in good condition. At this time it is unknown the specific type of gdc product, catalog number, and therefore, its pertained 510k number; the only information provided by the physician was that it was a gdc product. The device is not available for evaluation.